Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was implanted into the left eye (os) of a (B)(6) male patient on (B)(6) 2018. Reportedly, the patient was experiencing severe halos and glare and he had to cover the left eye to drive, causing him myopia. Additional information was received and it was learnt that the halos were first reported by the patient to the surgeon on (B)(6) 2018 and asthenopia on (B)(6) 2018. On (B)(6) 2018 the patient's eye could not refract. The lens was explanted on (B)(6) 2018. No incision enlargement and no patient injury occurred. A competitor lens was implanted as a replacement. Post exchange the patient was reported doing well. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Additional information received that the complaint product was received by the investigation site. As a result, the following fields have been updated. Device available for evaluation: yes. Returned to manufacturer on: 11/14/2018. Device returned to manufacturer: yes. Device evaluation: the returned sample was received on 14-nov-18. A visual inspection of the return shows the product was cut in half, most probably to make explant possible. Considering the condition of the lens, further analysis is not possible. The complaint event could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed and no non-conformance (nc) reports were found. The product was manufactured and released according to specification. The search in the complaint history revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.